Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The unique device identifier (UDI #) is unknown.

Event description:
Related manufacturer reference number 1627487-2021-15843. It was reported that high impedance was found on lead contacts during ipg replacement surgery (manufacturer reference number 1627487-2021-15844). As a result, one extension was explanted and replaced. It is unknown which extension is related to the issue. Therefore, all the suspected devices are being reported.